Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic troponin (accutni) results within different clinical ranges for four patient samples generated by the access 2 immunoassay system. Patient #1's sample resulted as 0.78ng/ml and repeated at 0.24ng/ml within the risk stratification range. The other three patients' samples were in the range of 0.01-0.14ng/ml and repeated in the range of 0.01-0.08ng/ml the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in greiner sst tubes and spun for 10 minutes at 3338 rpm. Per customer, system checks have been passing within specifications. Qc has been recovering within the customer's established ranges. A field service engineer (fse) went on-site (B)(6) 2010. Fse addressed a number of hardware issues and replaced some hardware. Fse verified all repairs by running a system check which passed within specifications.